Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced after intermittent oversensing during manipulation was ob served. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 695758 lead implant date unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.